Event description:
It was reported that the patient experienced a shock. The lead exhibited a capture anomaly and loss of sensing. A chest x-ray revealed the lead had dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.